Manufacturer narrative:
Additional information:(B)(4). The vyaire failure analysis laboratory received the suspect component for investigation. The front panel was visually inspected and found to have fluid ingress residue between the touch screen and the lcd display. The panel was installed on a known good vela unit and powered in to user mode. The touch screen was not working at all. The investigation concluded that the problem was isolated to fluid ingress residue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component for investigation. An investigation was performed and the root cause was undetermined. The reported problem was unable to be confirmed or duplicated.

Manufacturer narrative:
Vyaire complaint #: (B)(4). A field service representative went onsite to evaluate the ventilator. The display was replaced with a new part. The reported problem was resolved. The fsr confirmed the ventilator passed all testing and met all vyaire OEM specifications. At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the touch screen was not working on the vela ventilator. The customer advised there was no patient involvement associated with this event.